Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the clips malformed? Did the device fire and then jam? Did the device not fire at all? Was the clip placed on tissue and then fell off? The lot/batch number reported parm56 is invalid. What is the lot/batch number for the el5ml?

Event description:
It was reported that during an unknown procedure, the device was not clamping clip properly. Procedure completed with same/like device. There was no adverse consequence to the patient.